Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During an endometriosis case the maryland dissector tool tip snapped off the shaft and fell into the patient; the tip was retrieved. There was no patient injury.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. One (1) tool tip of catalog number pcvmd5 maryland dissector was received for analysis, tool tip arrived without package, only the complaint documentation. Visually the piece is damaged / broken. Functional inspection could not be performed due to the condition of the sample received (broken). Sample was disassembled and the internal components looks well. The IFU for this product, l06749 was reviewed as a part of this complaint investigation. The IFU warns the end user, "tool tips should only be attached to the shaft per these instructions. Failure to attach the tool tips appropriately will result in reduced device performance as the tool tips will not function as intended when handle is actuated." The IFU also states, "hold the tool tip at the teleflex logo with index finger and thumb when attaching and locking to the shaft. Holding tool tip at the metal jaws during attachment and locking could damage the shaft". Other remarks: corrective actions are not required at this time, functional inspection could not be performed due to the condition of the sample received (damaged / broken), root cause for the damage observed is considered unknown however it could be attributed to a product that was used out of sequence per the IFU, therefore, no corrective actions will be taken at this time. The reported complaint of "tip snapped off" was not able confirmed based upon the sample received. One maryland dissector was returned for investigation, visually the piece is damaged / broken, a functional inspection could not be performed due to the condition of the sample received. Root cause for the damage observed is considered unknown however it could be attributed to a product that was used out of sequence per the IFU, therefore, at this time corrective actions are not required as the potential root cause could not be determined.

Event description:
During an endometriosis case the maryland dissector tool tip snapped off the shaft and fell into the patient; the tip was retrieved. There was no patient injury.